Event description:
(B)(4). I've had the essure implants placed in 2008. I've had pelvic pain and heavy cycles after. Lot of pelvic pain, leg pain and lower back pain around ovulation and during my cycle. I would bleed profusely that it would run down my legs with clots the size of half dollars dropping out of me. Symptoms became worse in 2010 and I dealt with it for years always thinking it was the essure implants. I opted to have an ablation surgical procedure done to stop the heavy cycles and cramping. The last 2 years I've had multiple health issues. Digestive problems. Constipation, bloating, heartburn, multiple breast cysts, breast tenderness, facial cysts, ovarian cysts, back pain and spasms, mental fog, vision problems, dental problems, memory issues, mood swings and anxiety during my cycles, hot flashes, nights sweats, sweating profusely, flushing. I've become highly sensitive to antibiotics now having allergic reactions with hives and rashes. Needed to be on high dose antibiotics for months due to cellulitis on my face from facial cysts that became infected. I'm having a total abdominal hysterectomy now because the throbbing and pain in my pelvic area and back has been beyond painful and to remove the essure implants. I've had 3 complexed ovarian cysts within this past year alone that have burst causing me pain. I've seen my primary, dermatologist and my ob for all of this. I've had labs, CT's, and ultrasounds done trying to figure out what is going on. Could my body be reacting to and rejecting these nickel/pet fiber coils. I feel that it is. I work in the medical field I know side effects can come on immediately as well as over a period of time. I have tried to explain things off. Diet, work schedule, age, hormones, stress all of it. Then I learned that their were others out there who have been experiencing the same symptoms as myself who were also implanted with the essure coils. It was a lightbulb moment.